Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient called to report that while riding his motorcycle he felt like he was having arrhythmias. The patient wondered if his pacemaker was getting interference from the motor. It was further reported from follow-up received, that the patient was seen approximately one month prior to this for chest pain from an unknown origin. The device remains in use. No further patient complications were reported as a result of this event.